Event description:
On a carotid shunt the valve came out of its housing/boot when the syring was removed, following inflation of the balloon. The m.d. Re-assembled the valve and continued to use the shunt for the remainder of the procedure with minimal patient bleeding.